Event description:
The pt had a CT scan about 2 pm. During the scan, the pt felt as though the "machine was pulling outside of body". The pt was unable to lay still during the scan because of the pain. The pt was in the CT scan for about 30 minutes; the stimulator was turned off during the scan. The pt was still having pain the following morning. The pt did not have any pain prior to the scan. Two days later, it was reported that the pt had experienced a loss of therapeutic effect. Initially the pt was getting 60-70% reduction of pain; now she was getting 20-30% reduction. It was unclear if this was before or after the CT scan. It was noted that the pt had several programming adjustments. She had epidural injections and a changing of her medications. The pt was now considering rf therapy. The pt didn't want to get the device explanted or have surgery to move the lead she just wanted "this one area to be relieved". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).